Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for low lead impedance of less than 100 ohms. In clinic, impedance was verified to be stable at 390 ohms. The reason for the low impedance could not be determined. The patient would be monitored.